Manufacturer narrative:
On 20th may 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. Review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies. This likely contributed to the differences in bg/sg observed by the user. B4. Date of this report 17 august 2025 g3. Date received by the manufacturer? 17 august 2025 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Event description:
On 20 may 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.